Manufacturer narrative:
Device not returned/ communication/interviews: the fse communicated with the customer biomed who stated the call was cancelled as it was discovered that the console was not completely seated in the cart. The customer states the unit is safe to operate. Not returned to manufacturer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit would not power on. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit would not power on and battery would not charge. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields; b4, g3, g6, g7, h2, h4, h6, h10, h11.corrected fields: b5, g1, h6 (component codes).